Manufacturer narrative:
Device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging sticky, black spots on the mask and fabric after using the remstar pro c-flex+ device. Evidence of degraded foam was found in the device, mask and tubing. The user was seen the same day at the ent doctor, had a check-up and no problem was found. The relative consulted with the pulmonologist and he suggested the user should be observed for symptoms. The device was taken to the distributor in bangkok on april 8, 2019, and the technician checked the machine. Pieces of foam were found missing inside the machine, in the blower and on the outer enclosures. The user's relative refused to have the foam replaced at the distributor and was then given a loaner unit. Multiple attempts were made to contact the user for the return of the device for investigation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.